Event description:
It was reported that patient underwent right total hip arthroplasty in 2007, during which she received a durom acetabular component. Post-op, patient reports she experienced pain and underwent revision surgery in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.